Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 (information was inadvertently missed on the initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: power supply unit failure. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed after switching to a new device.

Event description:
It was reported, the light source main lamp did not ignite but spare lamp did work. The issue occurred before a therapeutic procedure. There were no reports of patient harm.